Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To address the issues, the customer resumed her insulin delivery and administered smaller boluses.